Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was ¿out of whack¿, he couldn¿t adjust it right, and needed a manufacturer representative (rep)¿s help. The patient also reported that the patient was not getting the desired pain relief and it goes haywire when they were laying down or if he rolls over to the right side. It was noted that the ins thought the patient was in the upright position and the issues got worse to the point that the patient hadn¿t used their ins in a week because it was too overwhelming. Lastly, the patient reported that he had a fall before the current problems started; a rep checked the device and said everything was fine. In the end, field reps were notified of the patient¿s request. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-05. The patient indicated that the circumstances that led to their implant going haywire and acting out of whack was because they are in bed 18-20 hours daily. Their implant going haywire and acting out of whack, inability to get the desired pain relief, and implant thinking they were in the upright position were all resolved. The patient noted that they need a new belt for charging so an email was sent to patient services to have them contact the patient. No further complications were reported/are anticipated.